Manufacturer narrative:
An evaluation of the complaint and add'l info provided by the surgeon indicates that the reported problems are likely the result of improper attachment of the first applicator tip. It the first applicator tip is not properly attached to the syringe, the individual components may leak to the tip attachment site nad polymerize. This polymerized adhesive will interfere with the attachment inferface, resulting in poor attachment of subsequent applicator tips.

Event description:
According to the initial report, the user experienced difficulties attaching applicator tips to the syringe. Specifically, after removal of the first applicator tip, the surgeon has experienced difficulties attaching subsequent applicator tips. In one case, a tip reportedly detached from the syringe, resulting in the "spraying/spilling" of the individual solution components onto the surrounding tissues. However, the surgeon stated that no adverse reactions have been associated with these complications.